Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported a "problem with occlusion". It is unk if this event occurred prior to or during surgery and if there was pt involvement. Additional info has been requested.